Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The patient is involved in a settlement involving the sprint fidelis leads. The device is part of the advisory for this model.

Manufacturer narrative:
Additional information obtained indicates this patient is not deceased as previously determined and reported to the regulatory body on (B)(6) 2011. Consequently a correction supplemental medwatch report is being submitted to advise this complaint was inadvertently submitted as a death type of report. (B)(4). Concomitant product: 7232cx implantable cardioverter defibrillator implanted: (B)(6) 2004.

Event description:
It was reported there was high impedance, inappropriate therapy, oversensing and a lead fracture. The lead was programmed off and later replaced. No further patient complications have been reported as a result of this event.

Event description:
An allegation from an attorney indicated the patient is deceased and further noted "death associated with explant."